Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#;device name; lot#: 626-00-46f;modular dual mobility insert;31548251 6260-9-428;28mm +12 lfit v40 head;22867554 702-04-58f;tridentii tritanium cluster58f;84884401a 6721-0737;size 7 accolade ii 127 deg;87611104 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: left total hip. The revision today was secondary to infection. The head, insert and liner were removed, the joint was washed out and a new head, insert and liner were placed. No further information is available from the doctor or hospital.